Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 14420 was returned and analyzed. Visual inspection showed blood and fluid inside of the balloon. The catheter smart chip data was reviewed and it showed the catheter was used for 14 applications on the date of the event. During functional testing, the console terminated the application and triggered system notice (B)(4) "the safety system has detected fluid in the catheter and stopped the injection." During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kinks and breaches were observed at 0.793 inches and 1.187 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach, guide wire lumen kink, and guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.